Event description:
It was reported that twenty two days after a therapeutic PICC 2 insertion, a leak developed below the suture wing, inside of the pt. The engineers evaluated the returned device and concluded that there was a leak on the gray lumen. Co is unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.